Event description:
Vent arm bumped screen causing it to go blank and continuously alarm; ventilator still working properly. Vent pulled from service, sent for investigation of issue. No harm to pt. FDA safety report ID# (B)(4).